Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that when the injector was about to be used, small foreign particles were found adhered or welded to the injector.

Manufacturer narrative:
Pr (B)(4). Follow up MDR for device evaluation: both photos along with the physical sample were provided to our quality team for investigation. Through visual inspection, dirt is observed on the luer threading of the injector, verifying the reported incident. A device history review was performed for reported lot 2401003, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Retained samples of the same lot were used for additional evaluation. All products were inspected, no foreign matter or other material was observed within any of the devices. Machines undergo routine cleaning and maintenance. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. While we cannot identify a direct issue, the dirt likely accumulated within the injection machine during the molding process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.